Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented through merlin.net transmission, high, out of range, pacing lead impedance alert was observed. High pacing lead impedance was noted during in clinic device measurements. Patient will continue to be monitored normally.